Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sig mod tib tray cem cocr 3 knee tibial tray component; sig ps cem fem w/lugs lt sz4n knee femur component; sigma stab xlk ins 3 12.5mm knee tibial insert component; pfc*sigma/ov/dome pat 3peg,38 knee patella component; unknown bone cement. Initial reporter occupation: non-healthcare professional ¿ patient.

Event description:
Patient correspondence: patient indicated she continues to experience pain and clunking post revision on (B)(6) 2012 ((B)(4)). No second revision has been reported. Competitor cement was used. Doi: (B)(6) 2011 (tibial tray, insert, and femoral component; (B)(6) 2012 (patella)); no revision; (left knee).